Manufacturer narrative:
A sample was not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. If a sample is received at a later date, this complaint will be reopened and updated. As part of continuous improvements, a corrective action has been opened to investigate and address the reported condition further. The results of the investigation will be documented through the CAPA.

Manufacturer narrative:
The reporter was unable to provide the model or lot number. As a result, the UDI could not be identified.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley separated from under the green tape at the connection between the foley and the drainage tubing in the mother baby unit. The seal completely broke and lead to urine leaking and saturating the patient's bed. There was no patient injury.